Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced nerve/pectoral stimulation. The right atrial (ra) and right ventricular (rv) leads had pulled back and dislodged due to twiddlers syndrome. Both leads explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.